Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dizziness, nausea and frequent urination. The patient reports their blood glucose level had not decreased after they had administered multiple corrections. Once at the hospital the patients pod was removed and the patient reports they were unsure of the cannula was properly inserted at the pod infusion site and the cannula was found to be bent. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital the following day.